Manufacturer narrative:
A field service engineer (fse) went on-site and replaced the leaking fitting and the issue was resolved.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that no foam was leaking from the connection to the no foam bottle in the unicel dxc 800 synchron clinical system. No injury was reported.